Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with cracked keypad overlay at select button.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button message. Customer¿s blood glucose was 135 mg/dl. Customer stated that insulin pump had crack on center button and customer did not press a button down for 3 minutes or longer. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.